Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Adverse event information was revised. It was clarified that the anorexia, nausea, and vomiting were not adverse events, and were considered manifestations of the bacterial peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal and physioneal therapies for continous ambulatory peritoneal dialysis (capd). The action taken with extraneal and physioneal was not reported. On (B)(6) 2008, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent. Treatment for the event was not reported and the primary contributing factor to the event was unknown. The patient recovered from this peritonitis event. Study title: endotoxin-associated sterile peritonitis observational study ((B)(4)). Protocol number: (B)(4). Subject number: (B)(6). Subject initials: not reported. Study sponsor: baxter.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.